Event description:
Had lasik surgery in 2008. Now suffer from chronic dry eyes. This condition has caused blurriness and irritation, along with extreme dryness in the eyes. I had to have eye plugs inserted into my eyes to help alleviate some of the dryness from my eyes. At one point I thought I would no longer be able to perform my job due to having extreme eye pain. I now have plugs in my eyes and that seems to be helping to some degree, but I still must use medication on a daily basis and continue to put moisture drops in my eyes during the day to alleviate some of the dryness. I really wish I could go back in time. The doctor never explain any of this to me and told me it was a simple procedure and even encourage me to get it done.